Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with an unspecified 450cc mentor gel breast implant. Both of the patient's device became malpositioned as they were too large for her size. The diagnosis was confirmed by a medical professional upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2009 and replaced with 325cc mentor memorygel breast implants (catalog number 3503254bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.